Event description:
The customer reported the system displayed a cine disk not available error message on boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cine bridge circuit board. The system operates as intended.